Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-13068. It was reported that the patient presented in clinic for a follow-up. Upon review it was discovered that the left ventricular lead exhibited loss of capture. During the procedure, the physician was unable to advance the stylet down the left ventricular lead. It was decided to cut the lead and tie off the end. It was also noticed that the right atrial lead was pulled back. An attempt was made to reposition however, the styled would also not advance down the lead either. Bothe leads were capped, and the left ventricular lead was replaced on (B)(6) 2020. The patient was in stable condition.